Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, cracked battery tube threads, minor scratches and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received motor error on their insulin pump. The customer's blood glucose level was reported to be 207mg/dl. It was reported that the drive support cap was sitting straight a little from the surface of the pump. It was reported that there was a light crack on the corner of the screen. It was reported that this was the third alarm the customer had received. It was reported that the pump would be replaced and returned for analysis.